Event description:
Nurses were having trouble locating a vein on an patient and asked the nursing supervisor for a lamp to illuminate the veins. The supervisor borrowed a lamp from the emergency department that is used with speculums and is very bright. The lamp was held under the patients hand for an estimated time of 30-60 seconds. The use of this device caused a minor burn to the patient's hand. This is not an equipment defect, but rather a case of using a device for something other than intended.